Event description:
Doctor reported that two files of the same size and lot seperated in two different canals of the same tooth. The pt was refferred to a specialist, though outcome of the event is not unk as of this report.